Event description:
A report was received that the patient underwent a pocket and lead revision. The patient had been experiencing pain at the pocket site; and during the pocket revision, the doctor noticed one of the leads was in the pocket site. The patient is reportedly doing well after the procedure.

Manufacturer narrative:
Patient's age and date of birth not available. Patient's weight not available. Device remains in patient. Additional suspect device components involved in the event: model: sc-2138-50. Description: phase iii linear lead (50 cm) model: sc-2138-50. Description: phase iii linear lead (50 cm) this is a final report.